Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a five (5) unspecified filter sets experienced clotting issues during patient treatment with continuous renal replacement therapy (crrt) using a prismaflex control unit. In two days of patient therapy, all five filter sets were replaced due to a rise in filter pressure and filter clotting. The extracorporeal (ec) blood was reportedly not returned to the patient for ¿a couple of the incidents¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.